Event description:
The pump was returned for investigation. Investigation revealed keypad damage, button response issues, button contact contamination, and moisture ingress into the pump¿s internal components. This report is made based on results of the investigation performed on 10/13/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2014 with the following findings: the keypad was found to be missing. Evaluation revealed that all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. The ok, up, and down keypad buttons were found to be inverted. Leak testing revealed a leak at the missing keypad. Moisture was observed within the pump. (B)(6).